Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experience hyperglycemia. The customer¿s blood glucose level was unknown. Customer reported that the needle kept breaking off under skin customer reported that just the adhesive pad and no needle attached. Customer stated the steel needle was still in the skin. It was unknown that auto mode was used or not. Customer reported that they did not receive medical treatment as a result of needle fracturing while in the body. Customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information in narrative. The correct information has been provided with this report.

Event description:
It was reported that customer's blood glucose level was high.